Event description:
It was reported that during a repeat endoscopy procedure, a partial stent covering detachment was noted. The lesion was located in the distal 1/3 portion of the esophagus and a 18mm x 15mm ultraflex esophageal stent delivery system (sds) had been deployed during a previous procedure. At an unspecified time following stent placement, the patient experienced discomfort and required repeat endoscopy. Upon visual examination via an unspecified endoscope, the physician noted that polyethylene covering on the stent had peeled off but remained attached to the stent, "causing ingrowth". It was further noted that, at the point of tumor protrusion into the esophageal lumen, the peeled covering had partially detached from the distal portion of the stent, leaving the stent wall exposed. The stent covering remains attached to the distal end of the stent but protrudes into the patient's stomach. The patient is currently experiencing difficulty swallowing and intends to travel to the united states for further treatment.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.